Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and saw that the unit would not pressurize via the mean pressure monitor. The pressure transducer was replaced and pressure transducer calibration was performed. The zero potmeter would not achieve acceptable range.the alarm board was replaced and pressure transducer calibration was performed again and the unit passed. The pr3 was close to maximum range during circuit calibration and was replaced qith a known good. The pneumatics system was calibrated and alarm function check out was performed. The unit passed all calibration and testing.

Event description:
The customer reported to vyaire medical that the 3100a ventilator unit has mean airway pressure is bouncing around. The reporter confirmed that there is no patient involvement associated on this event.